Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The customer stated that the event resulted from him over bolusing for a meal. The customer's blood glucose reading at the time of the report was 199 mg/dl. Nothing further was reported.